Event description:
Reporter stated that the infusion set seperated. They stated that there was no unusual strain on tubing prior to the separation. Pt's blood glucose was not affected, and no treatment was received. Pt was able to identify and address the concern by changing infusion set immediately.